Event description:
It was reported "patient alleges that in 2000 they had to undergo revision surgery and in 2001 the patient experienced a dislocation of the sort. Following the dislocation, the patient underwent another revision surgery of which at this time the co does not have a date."